Manufacturer narrative:
The customer decided not to return the device. The customer decided not to return the device.

Event description:
The tps handpiece cord was tested before the procedure. The device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.